Event description:
A crown valve cna19, that was implanted along with the ascending arch replacement at (B)(6) on (B)(6) 2016, has been explanted because it was confirmed at the patient's follow-up that all three valve leaflets were found not fully opening. Valve area: 0.44 cm2 on echo, pressure difference is 44 mmhg. There was a record of heart murmur immediately after the implant. The cna19 was replaced with inspiris 21 mm. The patient is under continuous medical treatment.

Manufacturer narrative:
Device received and serial number detected on (B)(6) 2020. The manufacturer has updated section d4 with the device information and h4 with the manufacture date. The device investigation is currently being concluded.

Manufacturer narrative:
In the manufacturers previous submission the new additional event information was not included in the event summary. The conclusion of the event remains the same.

Event description:
A crown valve cna19, that was implanted along with the ascending arch replacement at (B)(6) hospital on (B)(6) 2016, was explanted because it was confirmed at the patient's follow-up that all three valve leaflets were found not fully opening. Valve area: 0.44 cm2 on echo, pressure difference is 44 mmhg. There was a record of heart murmur immediately after the implant. The cna19 was replaced with inspiris 21 mm. The patient is under continuous medical treatment. Additional information was received identifying the following. The native valve was tricuspid and had insufficiencies. The patient had a thickened lvot, which was resected at the time of cna19 implantation. There is no known relationship between the event and the concomitant arch replacement. The pressure gradient was high from the early stage after cna19 implantation. The inspiris replacement valve was implanted in the supra-annular position. Tee for tavi showed that the diameter of aortic annulus was 21.8mm. After implantation of inspiris, the patient recovered and left the hospital.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cn19, s/n # (B)(6), as they pertain to the reported event, were retrieved, and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. The device was returned to livanova for analysis. A gross and visual investigation was performed on the returned prosthesis. Examination of the valve revealed a deformed prosthesis due to large fibrous pannus depositions on both prosthetic sides. There was pannus overgrowth on the inflow sewing ring of the valve. The stent and the sewing ring were covered by fibrous pannus that on the inflow side protruded 3-5mm into the lumen, narrowing the annulus. The tops of posts 2 and 3 were covered by fibrous pannus that grew on the free edges of leaflets. The pericardium of leaflet b was slightly thicker than normal due to pericardial degeneration. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. All leaflet surfaces were stiff due to fibrous pannus depositions. Whitish areas due to tissue alterations were detected on both sides of all leaflets. The mesothelial surfaces of all leaflets were locally wrinkled. A small intrinsic calcification was present at the top of post 1. A yellowish area was present inside the fibrous pannus that covers the adherent margin of leaflet a. A deep scar was present at the center of leaflet b near the free edge. An x-ray analysis was performed. X-rays of the subject valve showed no calcification. Histological analyses were performed on samples taken from leaflets a and c. In leaflets a and c, hematoxylin and eosin stain showed that the collagen bundles were locally disrupted, defibrated and homogenated. Cholesterol clefts were detected on leaflet c. Fibrous pannus depositions were visible on both surfaces of leaflet a and on the mesothelial surface of leaflet c. Cellular debris are present inside the fibrous pannus that covers the mesothelial surface of leaflet a. Bacteria were not detected with the gram stain. Histological analysis showed the presence of some lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration may contribute to localized leaflet stiffness. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this cna valve. However, little clinical history was provided. Based on the additional information provided the tee for tavi showed that the diameter of aortic annulus was 21.8mm. Given that the crown cna19 measurements indicate an external diameter of 18.6 mm, and given that the valve was replaced with a an inspiris 21 which has a tissue annulus diameter of 21mm it is possible the initial crown cna19 valve was undersized, which would act as a contributing factor to the valve degradation. However, as it is not confirmed if the crown valve was implanted intra or supra annularly this cannot be confirmed. Structural valve deterioration is listed as a possible adverse event in the crown IFU. The event is, therefore, a known inherent risk of the device.